Manufacturer narrative:
D4 - lot #: possible lot numbers are lot # 4427040 and # 4434755. H3: neither samples nor pictures were received for the analysis of this complaint. The device history record of reported lot number 4427040 4434755 was reviewed, which indicated all inspections were completed and no issues were noted during manufacturing. The review of quality inspection forms found no defects and the lot was released. The reported issue could not be confirmed by investigation as no samples nor pictures were provided. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, lsm will reopen this complaint for further investigation.

Event description:
It was reported that the device leaked from the connection point between the extension set that comes from inside the cassette and soft inner bag. Per reporter, this caused more work for the nurse, because she needed to fill out another cassette. There was loss of medication and a faulty cassette. Possible lot numbers are either ¿lot4427040 or lot4434755". There was no patient involvement.

Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to the top edge of the seam of the cassette bag by the inlet, where leakage was observed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. However, the investigation determined that the most likely cause of this condition was an error during the manufacturing process. Complaint information will continue to be monitored.